Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump showed physical damage. The blood glucose reading was 5.2 mmol/l. The caller stated that the insulin pump had a piece missing from the battery area under its cap. It was also noted that the act button sometimes got stuck. The caller stated that the cap had not been overtightened. Advised replacement of the insulin pump. Nothing further reported.